Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to one of the patients lead migrated. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.